Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in kuwait on (B)(6) 2024, it was reported that the patient faced a bent cannula. The blood glucose of the patient was 22 mmol/l. The infusion set was used for less than 12 hours and site was patient's abdomen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.